Event description:
The dealer states the front right frame bent and the adjustment hole metal tore. The dealer believes the push pin caused this damage. The dealer states the consumer advised his weight is (B)(6) and the product is weighted for 300 lbs. A no charge warranty order (B)(4) with (B)(4) was entered previously with a fall annotated.